Event description:
It was reported to boston scientific corporation that a radial jaw hot single-use biopsy forceps was used during a colonoscopy procedure performed in 2009. According to the complainant, during the procedure, the device was hooked up for cautery, but failed to function. The site indicated that no current appeared to be flowing to the device. The procedure was completed with another radial jaw hot single-use biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.